Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light guide connector post of the hysteroresectoscope was missing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional customer response information and the legal manufacturer's final investigation results. Based on the results of the investigation, the missing light guide socket was likely due to excessive force. Customer response stated that: the camera¿s light lead was attached too tightly. When it was removed, the light post of the scope was taken with it, detaching the light post from the scope and leaving it jammed in the light lead. No one noticed and reprocessed without flagging the scope. It was then noticed whilst prepping in theatre for next use and flagged by the nursing staff. The light lead that had the light post still attached was located but biomed were unfortunately unable to separate them without damaging the light post. The procedure was a therapeutic laparoscopic gynae procedure and the procedure was completed using a similar device. There was no delay and the patient was not under anesthesia. Olympus will continue to monitor field performance for this device.